Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It is reported that a physician used a fortrex balloon during a procedure. After brachial plexus block anesthesia was administered, the physician punctured the fistula vein along the blood flow from the forearm cephalic vein under the guidance of intracavitary ultrasound. After the blood returned, the micro-puncture sheath was quickly exchanged, and then a 0.035 guidewire was inserted. Under ultrasound guidance, the vascular occlusion was successfully passed (cubital fistula vein), continued through the occlusion into the basilic vein until the axillary vein. The physician inserted the fortrex balloon catheter along the guidewire and the balloon couldbe seen under ultrasound to reach the occlusion. The balloon was pre-dilated at 12-24atm, and the balloon catheter ruptured longitudinally when the pressure increased to 24atm. The patient's internal fistula had multiple stenoses, and the balloon was repeatedly dilated, and opened and contracted many times, which could easily cause the balloon to rupture. The physician immediately stopped using it and replaced it with a new balloon dilation catheter to complete procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.